Manufacturer narrative:
The subject device is not available.

Event description:
During the embolization procedure, it was reported that the coil broke while withdrawing the microcatheter from the aneurysm. The part of the main coil was still attached to the delivery wire and 2 loops of the main coil were protruding from the aneurysm into the parent vessel. The broken coil which was attached to the delivery wire was safely removed from the patient. A stent was placed across the lesion to secure protruded loops of the coil inside the aneurism. There were no clinical consequences to the patient due to this event.

Manufacturer narrative:
Product available to stryker/device evaluated by mfg: updated. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device visual inspection discovered that the main coil returned without an introducer sheath or delivery wire. The functional and dimensional testing could not be performed due to condition of the returned device. Microscopic evaluation revealed that the main coil was heavily stretched and broken in multiple locations and had damaged suture. In addition, the coil had traces of procedural fluid which likely contributed to detachment issues during the procedure. Information available indicated that the device was in good condition prior to use and the user spend about 45 minutes reposioning the coil. It is possible that the product was damaged during advancement/re-positioning contributing to the reported event. Therefore, based on device analysis and all available information an assignable cause of operational context was assigned to the reported event.

Event description:
During the embolization procedure, it was reported that the coil broke while withdrawing the microcatheter from the aneurysm. The part of the main coil was still attached to the delivery wire and 2 loops of the main coil were protruding from the aneurysm into the parent vessel. The broken coil which was attached to the delivery wire was safely removed from the patient. A stent was placed across the lesion to secure protruded loops of the coil inside the aneurism. There were no clinical consequences to the patient due to this event.